Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to high impedances on lead after experiencing an accident. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of impedance issue was reported to abbott. The patient had multiple impedances on lead on contacts 2,4,9,7,11. The patient was involved in a car accident. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported surgery occurred (B)(6) 2025. The penta lead was removed and replaced with a new one. The surgeon opted to also switched out the proclaim ipg for an eterna. No complications. Therapy restored.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.